Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed bad battery-out limit after replacing the battery every time. The customer¿s blood glucose level was 324 mg/dl at the time of the incident. Reportedly, the customer kept getting failed battery test. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.